Manufacturer narrative:
PMA/510(k) # k162717. Device evaluation: the 01x evo-fc-r-20-25-8-e. Device of lot number c1484184 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿MDR-2054¿ to capture ¿ae3¿ encompassing 01x case of stent migration 0-days post placement. The following were also raised in response to this pmcf study: pr (B)(4) - MDR- (B)(4), ae1- stent migration. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the IFU (ifu0067), stent misplacement and/or migration and food bolus impaction are known potential adverse event associated with gi endoscopy ¿those associated with gi endoscopy include, but are not limited to: perforation, haemorrhage, aspiration, reflux, vomitting, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." ¿additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, aortoesophageal fistula and arterioesophageal fistula, chest or retrosternal pain, death (other than due to normal disease progression) dysphagia, edema, erosion or perforation, esophagitis, fistula involving trachea or bronchi or pleural space, food bolus impaction, foreign body sensation or reaction, gas bloat, inadequate stent expansion, intestinal obstruction secondary to migration, mediastinitis or peritonitis, nausea, pain/discomfort, reocclusion, sensitivity to metal components, sepsis, stent misplacement and/or migration, tracheal obstruction, tumour overgrowth, wire entrapment.¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patients pre-existing conditions and/or procedural adverse events. As per the instructions for use, stent migration and perforation are listed as known potential complications following the placement of the device. As per clinical input, it may be possible that the consistency of the food, or how well it was chewed prior to swallowing, could impact the stent causing it to occlude. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the pmcf study, the patient did not experience any adverse effects due to this occurrence. After migration (0 days post-placement), nasogastric tube was placed. According to the pmcf study, at the time of exit from the study the patient had recovered/stabilized. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-may-2024.

Event description:
Brief description (doesn't fully fit in field): device issue: stent migration, endoscopy distal, partially covering lesion but remains in esophagus. Symptoms; other; esophageal obstruction with retained food. Description of event: device issue: stent migration, device; not related, procedure; not related, pre-existing; no. Deficiency; no. Ae 1 - 20 days post procedure ¿ ae ¿ distal stent migration confirmed by endoscopy, still partially covering lesion but still in esophagus ¿ endoscopic placement of new stent. Ae 2 - 20 days post procedure distal gastrointestinal perforation - endoscopic placement of new stent ((B)(4)). Ae 3 ¿ on day of procedure (0 days post placement) ¿ stent migration distally confirmed by endoscopy - partially covering lesion but still in esophagus ¿ at time of migration esophegeal obstruction with retained food ¿ nasogastric tube placed to resolve ((B)(4)). Status: resolved: treatment: medical nasogastric tube. Death: no.

Manufacturer narrative:
PMA/510(k) #: k121430. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.